Manufacturer narrative:
B5. Desc evt problem updated. D3: MFR details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that patient had new pain in their leg after falling to their knees while trying to enter a vehicle. Pain caused difficulty walking. Prescribed norco and robaxin to manage pain. After further review of CT, MRI, and xr, physician determined that the patient sustained sacral (fractures that extended into the bilateral sacroiliac joint). The physician believes that the fracture was a result of the hardware failing to provide adequate support and stabilization during the participant¿s fall. Onset date (B)(6) 2023 medical intervention: yes. Site related assessment: not related to interbody fusion devices and plf grafting material. Casual relationship with posterior fixation and procedure. Related to surgical construct and/or study procedure. (B)(6) 2024: updated lsh received. Sponsor assessment: additional surgery related to the post fix system treatment failure (B)(6) 2024: updated lsh received. Site related assessment: not related to surgical procedure. (B)(6) 2025, update received causal related to the post fix system and not related to the plf grafting material, to the interbody fusion and to the surgical procedure by the sponsor.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that patient had new pain in their leg after falling to their knees while trying to enter a vehicle. Pain caused difficulty walking. Prescribed norco and robaxin to manage pain. After further review of CT, MRI, and xr, physician determined that the patient sustained sacral (fractures that extended into the bilateral sacroiliac joint). The physician believes that the fracture was a result of the hardware failing to provide adequate support and stabilization during the participant¿s fall. Onset date 2023-05-18 medical intervention: yes, site related assessment: not related to interbody fusion devices and plf grafting material. Casual relationship with posterior fixation and procedure. Related to surgical construct and/or study procedure. (B)(6) 2024: updated lsh received. Sponsor assessment: additional surgery related to the post fix system treatment failure (B)(6) 2024: updated lsh received. Site related assessment: not related to surgical procedure. (B)(6) 2025, update received causal related to the post fix system and not related to the plf grafting material, to the interbody fusion and to the surgical procedure by the sponsor. (B)(6) 2025, update received cec assessment: not related to the procedure and to the device.

Manufacturer narrative:
B5. Desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that patient had new pain in their leg after falling to their knees while trying to enter a vehicle. Pain caused difficulty walking. Prescribed norco and robaxin to manage pain. After further review of CT, MRI, and xr, physician determined that the patient sustained sacral (fractures that extended into the bilateral sacroiliac joint). The physician believes that the fracture was a result of the hardware failing to provide adequate support and stabilization during the participant¿s fall. Onset date 2023-05-18 medical intervention: yes. Site related assessment: not related to interbody fusion devices and plf grafting material. Casual relationship with posterior fixation and procedure. Related to surgical construct and/or study procedure. (B)(6) 2024. Updated lsh received. Sponsor assessment: additional surgery related to the post fix system treatment failure (B)(6) 2024. Ated lsh received. Site related assessment: not related to surgical procedure.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient with clinical ID (B)(6) and study ID (B)(6). It was reported that patient had new pain in their leg after falling to their knees while trying to enter a vehicle. Pain caused difficulty walking. Prescribed norco and robaxin to manage pain. After further review of CT, MRI, and xr, physician determined that the patient sustained sacral (fractures that extended into the bilateral sacroiliac joint). The physician believes that the fracture was a result of the hardware failing to provide adequate support and stabilization during the participant¿s fall. Onset date 2023-05-18 medical intervention: yes, site related assessment: not related to interbody fusion devices and plf grafting material. Casual relationship with posterior fixation and procedure. Related to surgical construct and/or study procedure. (B)(6) 2024: updated lsh received. Sponsor assessment: additional surgery related to the post fix system treatment failure (B)(6) 2024: updated lsh received. Site related assessment: not related to surgical procedure. (B)(6) 2025, update received causal related to the post fix system and not related to the plf grafting material, to the interbody fusion and to the surgical procedure by the sponsor. (B)(6) 2025, update received cec assessment: not related to the procedure and to the device. (B)(6) 2025, update received narrative: patient underwent surgery to stabilize fracture. Outcome status: resolved outcome date: (B)(6) 2024.

Manufacturer narrative:
B5. Desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.